Manufacturer narrative:
No samples were provided. Further investigation of the complaint is not possible. Since a sample was not provided for investigation, the exact root cause of this incident could not be determined. An approved project has been issued to address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarms with blood tubing. Detailed inquiry description: from product complaint form - patient to receive 3 units of prbcs over 2hrs each. Infusions interrupted multiple times with alarm air in tubing. Each time nurse removed tubing from pumps and no air found in the tubing. No injury reported.